Event description:
In 2007, the pt implanted with a gore tag thoracic endoprosthesis. At about 2 months later, the pt was implanted with a gore tag thoracic endoprosthesis. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specs.